Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the complaint sample was not returned. Additionally, the lot number provided is not a valid lot number; therefore, the evaluation could not be performed. Complaint will be closed at this time without any further action. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar complaints.

Event description:
Affiliate reported that the device was revised as a result of a leakage at the pt line stopcock. There was no clinical consequence to the pt. The device is not available for investigation.